Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The field service engineer adjusted the sample probes. The investigation determined the event was consistent with a maintenance issue.

Manufacturer narrative:
Due to the small amount of plasma available, a micro cup was used for both initial and repeated measurements. No alarm was generated from the instrument.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total bilirubin on a cobas 8000 cobas c 701 module. The sample initially resulted in a total bilirubin value of 8 ¿mol/l, which was repeated as 279 ¿mol/l. The total bilirubin reagent lot number was 633564. The reagent expiration date was requested, but not provided. The questionable results were reported outside of the laboratory. The physician questioned the results and requested to repeat the test.